Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
(B)(4). A ge service representative performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.